Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, nausea/vomiting and asthma (new or worsening). Medical intervention was not specified. The manufacturer was also notified there were allegations of kidney disease/toxicity, liver disease/toxicity, lung disease and cancer. Section h6 coding for patient outcome is updated. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, nausea/vomiting and asthma (new or worsening). Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported, was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, nausea/vomiting, asthma (new or worsening), kidney disease/toxicity, liver disease/toxicity, lung disease and cancer. Medical intervention was not specified. The ventilator was returned to the manufacturer for evaluation and verified particles in the airpath, insect infestation. The device's sound abatement foam needs to be replaced to address the issue. No repair performed due to the device not needed for inventory. The unit will be scrapped. Additionally, power cord clamp missing, rear case enclosure misaligned which were not related to the malfunction.